Manufacturer narrative:
Concomitant products: (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately seven months post index procedure, the patient presented emergently with a clot in the left endurant ii limb. There was kinking observed at the level of the aortic bifurcation. The physician elected to perform a thrombectomy of the left endurant ii limb. During the thrombectomy, there was some damage to the left external iliac artery and the physician elected to perform a femoral to femoral bypass. Per the physician, the cause of the kinked area at the level of the endurant ii stent graft bifurcation, that led to occlusion, was due to severe angulation at the proximal end of the left common iliac artery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.